Event description:
It was reported during device inspection, there was no image and the digital visual interface port was damaged on the video system center. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.